Event description:
The patient reported that the pump rebooted without user intervention and went to the verify screen. The patient can reportedly tighten the battery cap to resistance. The issue was not resolved when changing the battery. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed that rebooting had occurred. The pump black box showed that the patient inserted a partially charged battery on (B)(6) 2011 at 12:35 am. During investigation, the pump was exercised for 29 hours without power issues.